Event description:
A user facility reported a blood leak that occurred at the temperature port of the oxygenator during venoarterial extracorporeal membrane oxygenation support. The patient experienced a blood loss of approximately 50 ml as a result. Photographic evidence showed dried blood inferior to the recirculation port of the oxygenator. The sample was not available for return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5, d4 plant investigation: the described situation is adequately addressed in IFU and/or on the label. Non-conformity related to the reported failure was not observed during the manufacturing process. The complaint sample could not be returned for evaluation, and a definite cause of the described problem could not be determined. A possible cause is a defect at the port. All oxygenators are tested for leakages during in process controls. It is possible that fine cracks may subsequently occur in the temperature port during transport or handling. It is highly unlikely to detect a failure in a retention sample. Therefore, the retention sample analysis was not done. Although the oxygenators are 100% leak tested, leaks may occur in few cases due to adverse environmental conditions, friction between the fibers during use, or mechanical stress during transportation. The issue will continue to be monitored.

Event description:
A user facility reported a blood leak that occurred at the temperature port of the oxygenator during venoarterial extracorporeal membrane oxygenation support. It was unknown how long after the start of support that the leak occurred. No leak was noted during priming. The kit was replaced when the leak was noticed. The patient experienced a blood loss of approximately less than 670 ml as a result. Photographic evidence showed dried blood inferior to the recirculation port of the oxygenator. There was no indication of resulting patient injury. The sample was not available for return.